Event description:
Intl customer reported that the device broke two weeks following a c-section. The pt was returned to surgery for repair.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based has been rec'd, however, the prod eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.